Event description:
Patient presented for normal change out due to eri. Externalized conductors were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.